Manufacturer narrative:
Date of event is estimated. UDI is not available. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2023-01684 and 1627487-2023-01718. It was reported the patient experienced pain at the ipg site and ineffective stimulation. Surgical intervention was undertaken during which the system was explanted to address the issue.